Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. On event date pt presented with deep vein thrombosis. The investigator noted the event as moderate in intensity. The physician prescribed prolonging hospitalization for approx 1 week. The condition was reported as resolved with treatment 4 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "intracurrent illness" as a possible cause for the event.